Manufacturer narrative:
On 10/16/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/5/2019, mentor became aware that the date of surgery was changed to (B)(6) 2019. Hence, explantation date has been updated under explant date from '(B)(6) 2019' to '(B)(6) 2019'. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Concomitant medical products: right side; 425cc mentor smooth round moderate profile; catalog number: 3501670; serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 425cc mentor smooth round moderate profile and was presented with left side breast implant deflation postoperatively. As a result, the device will be explanted, and replaced on (B)(6) 2019.

Manufacturer narrative:
On 10/8/2019, mentor became aware that the patient also suffered left side ptosis in addition to left implant deflation. Hence, the patient underwent bilateral explantation and replacement with catalog number 3504004bc; serial number (B)(4) on the left and with catalog number 3504004bc; serial number (B)(4) on the right side on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the device two tears were observed (a and b) on the anterior aspect and one of them extending to posterior aspect, measuring approximately 7 cm and 3.5 cm respectively. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).